Event description:
A customer contacted baxter (B)(4) regarding an odor coming from the home choice (hc) machine. The problem occurred during use, all throughout therapy while the patient was connected. It is unknown how long the device was in use before the incident occurred. The patient stated that the hc device 'smells like a running motor'. The technical service representative (tsr) arranged to have their device replaced, and advised the patient to have their registered nurse program it before use. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device did not meet baxter specifications upon arrival, thus repair was required. The actual home choice device was evaluated and all functional tests were performed as per baxter's required procedures. The reported condition of "smoke, sparks, burnt odor, and fire from device" was confirmed and duplicated. During visual inspection, no issues were observed. The power on self test was not successfully performed (as soon as the unit was turned on; fumes came out from the switch and strong burning smell was observed). Tsr was unable to perform one hour therapy and download the event history due to reported problem. The power supply, power inlet module, 5 amp fuses and accomp pcb were replaced. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow up will be submitted.

Manufacturer narrative:
(B)(4). The assignable cause was undetermined. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. A follow-up report will be filed if additional information is received.